Manufacturer narrative:
(B)(6).

Event description:
It was reported that during complex menisectomy, the controller did not recognize the wands. No significant delay or patient injuries were reported. The procedure was completed with a competitor instruments. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. A DHR/batch record review finding no discrepancies from released and operating procedures or conditions that could contribute to the event. The review of the complaint history for the associated complaint product found similar events in the last three years for the involved part number. This complaint will be recorded for tracking and trending purposes. No containment or corrective actions are recommended at this time. Visual inspection of the werewolf shows no cosmetic issues. The warranty seal and the device label are in good condition and untouched. There were no manufacturing abnormalities found. The controller was tested and did not recognize the flow 50 wand. The 18-pin connector was tested and recognized the wand. After opening, it was found a loose connector. The complaint was verified and the root cause could be determined as an electrical component failure.